Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/ settings issue) issue. The reporter stated that the bolus are being canceled by the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 12/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2016 with the following findings: the black box shows eaw-175- partial delivery, user aborted (pump) warnings on (B)(6) 2016 at 15:58 and on (B)(6) 2016 at 22:01. The pump powers on with vibratory and audible features. Ezprime sequence was successfully completed. Executed a 1.0u/hr basal program for 24 hrs, no eaw¿s were recorded during this time. Investigators manually performed a normal 10u bolus and a 10u audio bolus successfully. Both boluses were accurately recorded in the pump history. No cancel boluses were duplicated during testing. No hypersensitive or stuck keys observed on the keypad. Unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.